Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their device was alarming/beeping. Patient stated they have discussed with a physician but they are unsatisfied with the physicians response, and the patient believes there may be a device malfunction. Follow-up with the physician name on file shows the patient has not been seen since (B)(6) 2014. Further follow-up was unable to provide any further information. The device remains in use. No patient complications have been reported as a result of this event.